Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. Bench testing revealed that the audible alarm was making an abnormal sound. The volume of the alarm produced was minimal. The service technician replaced the sounder and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 experienced low audible alarms. At this time, it is unknown if there was any patient involvement associated with the reported issue.